Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the upper portion of the touch screen was unresponsive. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the manufacturer's international service technician confirmed the reported issue. Resolution and disposition: the touch screen was replaced to address this finding. The device successfully passed performance specification testing.